Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV and rupture.

Event description:
A healthcare professional reported capsular contracture grade IV and rupture on the right side. The device has been explanted and replacement with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) capsular contracture: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
Health care professional reported ¿complex fibroadenoma¿ and ¿nodule on right breast (10.8mm)" and ¿a hypoechoic nodular image is visible, with smooth and well-defined borders parallel to the skin and 10.8 mm in diameter." Are not device related events.